Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this device, including the right atrial, and right ventricular lead were explanted due to infection. The patient also had infections previously with a different device. No new devices have been implanted at this time. It was observed at the end of the procedure that the patient had heart block with escape rhythm. The patient will be put on antibiotics, and will possibly receive a leadless pacemaker after the infection has cleared. No additional adverse patient effects were reported.